Event description:
It was reported that prior to an unknown procedure the teflon of upper jaw part generated smoke when the device was ready to use in several seconds activation. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for smoking. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. No smoke was seen during testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. Possible causes of smoke are (1) tissue burning in the crotch of the jaw; (2) the tissue pad melting as a result of applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and (3) activating the blade without tissue between the blade and tissue pad. These conditions can cause damage to both the tissue pad and the blade.